Event description:
It was reported via repair work order that the side rail would not latch. The weld on the litter supporting the latching spindle was broken, exposing a sharp edge. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.